Event description:
Patient reported a right side "rupture" the device still remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, h4, h6.

Event description:
Patient reported a right side "rupture" and seroma late. The device still remains implanted.